Manufacturer narrative:
Device evaluation: the v60 vent was received at the international service center for evaluation. The service technician after performing visual inspection and operational check, which revealed that there was no abnormality. Technician reviewed the diagnostic report and confirmed occurrence of oxygen device failed, and recommended solenoid valve replacement.

Event description:
The international customer reported the v60 unit annunciated "oxygen not available" alarm occurred. : unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Solenoid valve was replaced to correct the reported problem.

Event description:
The international customer reported the v60 unit annunciated "oxygen not available alarm occurred. Unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
Oxygen solenoid valve was returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the oxygen solenoid valve did not identify any signs of damage or contamination. The solenoid valve was installed into a test ventilator in an attempt to duplicate the complaint of oxygen device failed. The ventilator passed the o2 flow accuracy test. The ventilator was run for one hour at 50% o2 setting without any errors occurring. No failure was found. The root cause for the occurrence of oxygen device failed identified in the diagnostic event log during repair of the customer's unit could not be identified based on testing of the replaced part.